Event description:
The customer reported that no image was present during the pre-use inspection of an olympus gastrointestinal videoscope. No patient injuries were reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.